Event description:
During lumbar decompression surgery in an osteoporotic patient undergoing a revision surgery, the neurosurgeon successfully completed probe placement and nerve confirmation in the left l3/4 foramen at the disc level. He proceeded to guide the microblade shaver into the foramen and reciprocated about 5 times. After these 5 reciprocations, he dislodged a pre-existing fracture of the pars interarticularis. He proceeded with the remainder of his surgery without further incident. In 2009, the surgeon reported the patient condition is good.

Manufacturer narrative:
The device was not returned for inspection, as patient pre-condition directly contributed to event. Patient pre-condition (osteoperosis and bone fracture) contributed to event.